Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. Half of the nylon plate holding tip component has sheared off and was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The width of the nylon at the location of breakage measured 0.75mm (calipers ca592) at cq which is within specification of 0.7mm to 0.9mm per plate holding tip component drawing. The thickness of the nylon at the location of breakage measured 2.22mm (calipers ca592) at cq which is within specification of 2.15mm to 2.35mm per plate holding tip component drawing. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. We were unable to determine a root cause due to unknown age and usage/maintenance of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no reported patient involvement associated with the complained event. (B)(4). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate holding tip for articulating plate introducer is broken into two pieces. One of the pieces is missing. The issue was discovered during a routine inspection of field equipment. There were no reported issues with the device prior to discovery. There is no surgical or patient involvement associated with the reported event. This report is 1 of 1 for (B)(4).